Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported an image acquisition system (ias) error and the system went into bypass mode. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. The service engineer on site examined the log files to locate the problem. These entries show that the image acquisition system (ias) system crashed abruptly without further logging activity. This means a hardware issue may have occurred and resulted in the system going into bypass mode where compromised image quality was available. In the opinion of the technical expert, the root cause for the claimed situation is determined as a hardware issue of the copra/artis acquisition (aaq) board. The cse replaced the ias pc. After hardware replacement there were no further issues and the system works as intended. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.